Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and kinked between the eight and eleventh most distal and the eight and eleventh most proximal stent rows. The stent struts in these areas were raised form the balloon and distorted. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a user preference issue occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex artery (lcx). A 2.25x20mm promus element drug eluting stent was advanced but was not able to cover the lesion completely as the device was too short for the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.